Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touchscreen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Touchscreen test passed. Voltage verification check passed. System air leak test passed. Valve actuation test passed. Pre-ast (15 min) 1000 ml simulated treatment was performed without any failures and problems. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler had a blank screen. The screen was blank during an unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen, but the screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted the cycler, then the ok and stop keys lit up, but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler. The new cycler has been received and the malfunctioning cycler has been returned. There was patient involvement, however there was no harm or adverse event reported. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.